Event description:
Caller alleged discrepant results. Results as follows: date: (B) (6) 2010, inratio: 1.5, date: (B) (6) 2010, inratio: =3.0. Patient's coumadin dose was increased on (B) (6) 2010. Customer also reported issue was happening with many patients, (all different serial numbers and lots) with data along the lines of =1.5 and =2.8 on a repeat test.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B) (6) 2010, 1st inr: 1.5, 2nd inr: 2.8, mean: 2.15, sd: 0.92, %cv: 42.76. The 3.0 inr is obtained a day lapse from other inr results and is excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since 42.76% cv is more than 20%, the precision test failed the criteria for precision. Since no strip lot information is reported and no product is expected to return, unable to perform additional strip investigation. No further investigation will be pursued. Conclusion: data analysis of cv% calculation was from estimated inratio comparison test data. Precision criteria would have not met. Strip lot information was not available. No product is expected to be returned. Product investigation could not be performed. There is insufficient information to determine the cause of customer's observation. This issue will be subjected to tracking and trending. Corrective action not required at this time.